Event description:
Caller alleged discrepant results compared with the lab.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values of test 1 falls outside the limits, so the criteria is not met and the values are discrepant beyond the documented variability for pt/inr testing. Strip l/n: 80731a has expired on the last day of (B)(6) 2009. Previous investigation on strip l/n: 80731a from event (B)(4) (netrm) have met the criteria for accuracy. No further investigation will be pursued. Customer using expired strips caused incorrect reading. Device was used in ways no anticipated by the manufacturer. Due to the low occurrence of the issue, this issue will be subject to tracking and trending. No corrective action or vigilance report is required at this time. Customer also used inratio2 device 510 (k) 072727. No corrective action is required at this time.